Event description:
During a laparoscopic extraperitoneal inguinal hernia repair, the surgeon dissected the rectus abdominal muscle. He passed a dissecting balloon which was then passed down into the space to the pelvis and was blown up 40 times. As the camera was removed, the balloon broke and a large portion of the balloon could be seen in the extraperitoneal space. The piece of the balloon was retrieved immediately. The patient suffered no harm.======================manufacturer response for round peritoneal distention balloon, autosuture pdb* 1000 round distention balloon======================if the manufacturer requests, we will release.